Manufacturer narrative:
Per tandem¿s user guide: do not use any other insulin with your system other than u-100 humalog or novolog/novorapid. Only humalog and novolog/novorapid have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred. Customer¿s blood glucose was 221 mg/dl. Troubleshooting was performed and the blockage was identified to be located in the tubing. A infusion set change was performed and insulin delivery was resumed. Customer was using fiasp insulin. The customer was educated regarding cartridge/insulin labeling instructions.